Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that duraloc screw drill item#236683000 was not functioning correctly and caused modular drill bit item #2274-12-000 to break and bend. This happened on the back table. This event did not delay surgery.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3

Event description:
A. The drill bit broke at the interface of the drill 236683000 b. The drill bit broke in 2 pieces c. The date of the event was (B)(6) 2020. D. I don't have a lot number for the broken drill bit e. This event happened on the back table. No broken instruments were left in the patient.